Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed lesion in the left anterior descending (lad). Post-dilatation was being performed with a 2.5x15mm nc trek balloon dilatation catheter (bdc) when a balloon rupture occurred on the first inflation to 12 atmospheres (atm). The bdc was removed, and another same size balloon was used to complete post-dilatation and successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.